Event description:
It was reported by the sales rep that the surgeon experienced placement difficulties with the proplege coronary sinus catheter. The sales rep stated: "after the dye shot, the device migrated back so they tried to advance deeper and it would only bow. A wire was placed which did not help in advancing the device deeper so it was pulled and the surgeon placed a retrograde directly. No patient complications and device was saved for examination.

Manufacturer narrative:
The catheter was visually inspected and an angle bent was observed approximate 3 inch from distal tip of the catheter. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as normal when the thumb switch is moved through its various positions. The interface between the durometer change in the shaft material is a likely area for the shaft to bend in response to an external force on the shaft of the device. Since all proplege devices are inspected prior to shipment, it is most likely that this damage was caused outside of edwards control. The non-normal bend in the device may be the root cause for the difficulty experienced in placing the device; however, the root cause of the angular bend cannot be determined. Instructions for use were reviewed and found acceptable. There were no nonconformities associate with the manufacturing of this lot. No CAPA or corrective actions will be performed at this time. The catheter and related accessories manufacturing, testing and acceptance activities remain appropriate and acceptable. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation will be performed upon product return from the customer. Patient injury associated is due to change in initial planned surgical approach. No physical patient injury was reported.